Manufacturer narrative:
Device not returned.

Event description:
Received email that clarifix patient had to go back to operation room due to spa bleed. No other information could be obtained through multiple attempts to contact physician.